Event description:
It was reported that insyte autog bc pnk 20ga x 1.16in had a needle retraction failure. The following information was provided by the initial reporter: material no: 382534, batch no: reported 0308457. It was reported via email: customer encountered product where the needle retraction failed.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0308457, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the barrel had been smashed at the end of the needle hub. This type of damage would prevent the needle from fully retracting and verified the reported defect. Unfortunately, without a physical sample available for investigation a definitive root cause could not be determined but this was most likely a manufacturing related issue. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autog bc pnk 20ga x 1.16in had a needle retraction failure. The following information was provided by the initial reporter: material no: 382534, batch no: reported 0308457. It was reported via email: customer encountered product where the needle retraction failed.